Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed . As nipro is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® safety-lok¿ blood collection set the safety feature is difficult to activate and needle stick injuries occurred. The user/patient impact was not reported. The following information was provided by the initial reporter: it was reported that there are multiple needle sticks recently due to sticky action of the safety lock movement.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective safety as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective safety. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after use with bd vacutainer® safety-lok¿ blood collection set the safety feature is difficult to activate and needle stick injuries occurred. The user/patient impact was not reported. The following information was provided by the initial reporter: it was reported that there are multiple needle sticks recently due to sticky action of the safety lock movement.